Event description:
During review of medical records for a separate event, it was discovered that patient had an hypotensive episode during treatment. His blood pressure dropped while on low blood flow without volume removal. The blood pressure did not improve with dopamine 15mg to allow for completion of dialysis. He was also treated with kayexalate for hyperkalemia.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted the patient had been admitted into the hospital on (B)(6) 2015 to rule out pulmonary embolism. The contrast dye caused contrast-induced nephropathy that led to renal failure and eventually hemodialysis. During his hospitalization, the patient also developed vre sepsis. The patient's vre never resolved and the patient started having episodes of hypotension during hemodialysis. During this episode, the patient was unable to complete treatment due to his inability to maintain a systolic blood pressure of 90 even with the administration of dopamine drip. There are no bicarbonate levels in the medical record for review. The medical records do not show a causal relationship between the 2008k or the concomitant products used in the patient's hemodialysis treatment and the patient's hypotension. Medical records do show that the patient's unresolved infection was a possible contributor to the hypotensive episodes during treatments. A supplemental report will be submitted upon completion of the plant's investigation.